Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was to get MRI information. The caller stated that the patient claimed the ins was dead and not working, and that device was replaced in 2014 (according to registration the device was replaced in 2016, the caller thought the patient was guessing at the time frame). The caller did not have any further details about the issue with the device. Troubleshooting was not required, and the issue was not resolved through troubleshooting. MRI information was reviewed with the caller.